Manufacturer narrative:
Return of product has been requested. Product and lot # not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brushhead slips off handle while brushing [device breakage]. No adverse event. Case description: a consumer reported that while using an oral-b brushhead, version unk, slipped off the handle. The brushhead was new and would not snap on. No symptoms developed.